Event description:
Intraperitoneal, (B)(6) 2024. Have not been able to eat any type of solid food since that surgery. Severe stricture at the ge junction where mesh was placed. 16 egds with dilation and an aborted/failed revision surgery in (B)(6) 2026, which found extensive adhesions, making it impossible to complete the revision surgery. I now have a gastric feeding tube for nutrition. All biopsy reports on gastric and esophageal tissue neg.